Event description:
The customer reported to olympus that the thunderbeat 5 mm, 20 cm, front-actuated grip type s failed after a short operating time for no apparent reason. The event occurred during a procedure. There was a short delay of five to ten minutes, and the procedure was completed with a similar device. The device was returned and evaluated, and it was found that the tissue pad was missing, and the metal part was visible. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the tissue pad missing and the metal part being visible, additional findings are as follows: grasping section jaw coating was scratched, there was a burnt mark, and contact mark; and the probe tip peek coating peeled off and there was a contact mark. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the tissue pad missing and the metal part being visible, additional findings are as follows: grasping section jaw coating was scratched, there was a burnt mark, and contact mark; and the probe tip peek coating peeled off and there was a contact mark. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the seal and cut output was performed with the gripping part closed (including after the tissue was cut) without gripping the tissue. Olympus will continue to monitor field performance for this device. This report is being supplemented to provide corrected information based on investigation: g3, h2, h6 (type of investigation), and h10 have been updated.

Event description:
This supplemental report is being submitted to provide corrected information.